Event description:
The customer was contacted via the (B)(4). The customer indicated "some occurrences" of non-reproducible "false positive" accutni patient results. The customer provided information that a proactive procedure has been implemented to verify unexpected results prior to reporting result outside the laboratory. The laboratory repeat procedure states: repeat all sample results greater than the critical level, 0.4 ng/ml. Controls were run before and after the incident; however, the customer declined to provide to provide specific data (i.e., qc and system data). The sample tube used is a heparin 13x75 tube. The customer stated that previously, one non-reproducible false positive accutni patient had been reported outside of the laboratory and service was dispatched at that time. However, service request related to this incident was not found in the system. The customer did not provide information indicating an increase in occurrence or an instrument malfunction.

Manufacturer narrative:
On-site service was not dispatched for this event. No cause for this event has been determined.